Event description:
Customer stated head end not working.

Manufacturer narrative:
Technician found patient control pcb faulty causing head to continually rise. Technician replaced pcb and problem was resolved.